Event description:
Implantable cardioverter defibrillator (ICD) is scheduled for replacement after reaching an eri (elective replacement indictor) battery status in 44 months. The physician is not satisfied with the longevity of the ICD.